Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the preparation for a diagnostic laparoscopic cholecystectomy procedure, the subject device displayed vertical lines with purple and green colors on the screen. No error messages were observed as a result of the failure. No other devices were connected to the subject device when the failure occurred. The procedure was subsequently completed using a similar device without any surgical delay or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: minor fiber breakage, dented distal edge, loose light guide adapter and minor cracks on side video connector. A definitive root cause could not be identified. Based on the results of the investigation the most probable cause of the complaint is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the preparation for a diagnostic laparoscopic cholecystectomy procedure, the subject device displayed vertical lines with purple and green colors on the screen. No error messages were observed as a result of the failure. No other devices were connected to the subject device when the failure occurred. The procedure was subsequently completed using a similar device without any surgical delay or patient harm.